Event description:
Toxic shock syndrome -streptococcal [toxic shock syndrome streptococcal], liver shut down [acute hepatic failure], kidneys shut down [renal failure acute], fever [pyrexia], chills [chills], nausea [nausea], itchy hand and feet [pruritus], red rash on inner thighs, hands, feet [rash erythematous]. Case description: a consumer reported that they, a female, used tampax pearl super tampons, unspecified daily use, and reported the following: hospitalized for toxic shock syndrome. Initially she was given monistat to treat symptoms of a yeast infection. Her hands and feet were itchy, she had a low grade fever, low grade nausea and chills. The following day, her physician told her to take diflucan. The next day, she had a fever of 101 while visiting her physician, who said that her vaginal area looked like possible herpes, so a white blood count was taken. She visited her internist the following day, because she had a red rash on her inner thighs and the rest of her body, including hands and feet. She was so sick she could barely walk and was sent home with advice to keep her fever down and drink plenty of fluids. She stated that she visited her ob/gyn two days later, for the herpes test results and when her vaginal area was examined, she was sent to the hospital. She said her liver and kidneys were shutting down. While hospitalized for five days, she was given four different IV antibiotics to treat streptococcal toxic shock syndrome. She was discharged from the hospital with oral antibiotics to take round the clock for two weeks. She mentioned that she had an appointment with the infectious disease doctor scheduled. The case outcome was unk. Past medical history included: drug allergy -zithromax, medical history -three yeast infections. Other product used previously: yes -tampax, used regularly. No further information was provided.

Manufacturer narrative:
Lot number was not provided by consumer, and product not received to date; therefore, unable to proceed with product investigation. Reason that the device has not been evaluated by the manufacturer.